Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. A rx manual test was performed and passed. Functional testing were performed and passed all relevant tests. An overnight charge and discharge test was performed and passed. An internal visual inspection was performed and passed. The log was downloaded for review finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.